Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 542mg/dl. It was stated that the customer was nauseous, dizzy, light headed and dehydrated. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted to run a manual prime test and the insulin did exit. Time, date, basal rates, and bolus wizard settings were correct. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.